Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp solution set with duo-vent spike disconnected from an unspecified baxter tpn (total parenteral nutrition) bag which resulted in a leak. This issue occurred while switching out a patient¿s tpn bag after 24 hours. The old bag was taken off the hook of the IV pole to place the new bag in front; however, after barley moving the old bag, the spike dislodged from the bag and leaked tpn. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.